Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient previously (7 years, 10 months) underwent an initial left knee arthroplasty. Subsequently, the patient was revised due to pain (B)(6) 2020.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 visual examination of the returned device found signs of being implanted (wear, discoloration and delamination). Review of the device history record(s) identified no deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report